Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm during self-test. Customer was able to clear the alarm and able to complete rewind. Self-test did not passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to broken trace on u1 keypad assembly.